Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the check valve to resolve the issue. (B)(4).

Event description:
The customer reported erroneously low patient results were generated for multiple cartridge chemistries on the unicel dxc 600 pro synchron system. The low patient results were not reported outside of the lab. No information in regards to qc was provided. There was no change to patient treatment in association with this event.